Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3400-30; serial: (B)(4); description: scs-splitters.

Event description:
A report was received that the patient was no longer feeling stimulation and therefore not receiving adequate pain coverage. An assessment of the implant revealed high impedances on all contacts. Patient underwent a revision procedure where the lead and splitter were replaced. Patient is doing well post operatively and is receiving good pain coverage.

Event description:
A report was received that the patient was no longer feeling stimulation and therefore not receiving adequate pain coverage. An assessment of the implant revealed high impedances on all contacts. Patient underwent a revision procedure where the lead and splitter were replaced. Patient is doing well post operatively and is receiving good pain coverage.

Manufacturer narrative:
Additional information received: model sc-2316-70, sn (B)(4): visual and x-ray inspection found fractured cables on the clik x anchor site, 1 cm from the set screw mark. There were no cables exposed at the fracture site. The lead body gets kinked right after it exits the clik x anchor and it resulted in the reported complaint. Additionally, the lead was cleanly cut into two pieces. Clean cut damage is a result of a typical explant procedure and it is not considered a failure. Model sc-3400-30, sn (B)(4): unable to confirm the as reported observation with testing of the product return. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 03:44 pm CT. The report number is being corrected from: 3006630150-2018-62373 to: 3006630150-2018-61742.